Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) did not record an atrial fibrillation (af) episode. It was noted that the episode detection algorithm detected this episode as a false af episode and rejected it resulting in the episode not visible. As a result of this rejected episode the patient's implantable cardioverter defibrillator (ICD) performed pacing and shock treatment. The icm was programmed to record only the longest af episode, all other af episodes were not long enough to be recorded. The icm performed as intended and remains in use. No patient complications have been reported as a result of this event.